Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the root cause of the reported event could not be determined. The device was not returned for evaluation. Multiple documented attempts to obtain additional information regarding the event have been unsuccessful, to-date. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. The customer noted that the cv-190 scope image was not present. The biomedical engineer (biomed) stated that multiple different scopes were attempted and only color bars would appear on the monitor. Biomed was not aware if 180 or 190 scopes were being used. Biomed went on to advice the facility took both the processor and light source out of service when the error occurred. At this time, both components are disassembled in the biomed's lab. He is planning to verify which scopes were in use, and will reach back out to tac to trouble-shoot once the unit is up and functional. At this time, the customer has not contacted tac for further trouble-shooting. Tac has made three separate attempts to contact the customer, but has not been able to reach him. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera video system center was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.